Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue - cust says when she inserts ts into meter, it stays on code 25 and doesn't move. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.